Manufacturer narrative:
D4: a partial UDI was provided as the lot number is not known. Product performance engineering reviewed the incident information; however, the product was not returned to abbott vascular for analysis. A review of the electronic lot history record, corrective action tracking system for the web database review, and similar incident query was not performed because the lot numbers were not reported. The investigation was unable to determine a conclusive cause for the reported failure to advance (knot); however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose prostyle referenced in b5 is filed under a separate medwatch report number.na.

Event description:
It was reported that this was a closure of a right common femoral vein with two perclose prostyle devices using the pre-close technique via a 6fr sheath hole prior to an electrophysiological procedure. The sutures of the two devices were successfully pre-placed. The sheath was upsized to a 16.8fr sheath and the procedure was completed. Reportedly post procedure, the first prostyle's suture broke as tension was applied. The knot of the second pre-placed suture did not fully advance to the vessel wall [knot lock] and hemostasis was not evident. A figure of eight manual suture was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.